Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported the device was underdelivering energy during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully with no surgical delay. No medical intervention or adverse consequences were reported.

Event description:
The user facility reported the device was underdelivering energy during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully with no surgical delay. No medical intervention or adverse consequences were reported.